Event description:
On (B)(6) 2013, patient reported the display on the infusion device is blank. Patient stated the infusion device beeps but will not turn on. Advised to insert another new battery; infusion device powered on and now works fine. Patient reported the display went blank during the change the cartridge process. Patient stated he tapped the side of the infusion device to move air bubbles up to the top of the cartridge to prime them out and the device shut off. Patient reported he did not receive a battery low or depleted warning. Reviewed alarm history with patient; there were no alarms or errors relating to power. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, battery, and battery cover for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result e2 and a2 were found in the history list. The delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnosis test and meet the specification. All alarm functions were tested successful and no malfunction could be observed during the technical investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: nothing unusual was found in the history list. The pump correctly triggered the a2 alert when the battery went empty. Due to the empty battery the pump correctly triggered the e2 error message. Battery cover: the battery cover passed the optical inspection. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.